Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp smart assist pump. During support, the patient became "agitated" resulting in the pump falling out of the ventricle. During an attempted removal of the pump, it became kinked and a dissection formed in the patient's aorta. The patient was taken to the operating room for dissection repair and pump removal.